Manufacturer narrative:
The reported complaint of r wave undersensing and associated false bradycardia and pause episodes was confirmed. These false episodes were due to r wave variations in device sensed signal. Device has been reprogrammed and no new false bradycardia/pause episode was triggered in subsequent transmission.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. The programming changes were made. The patient was in stable condition.